Event description:
According to the reporter: during a hemicolectomy on the third firing, the patient tissue was caught in the distal end of the reload and could not be removed. To correct the issue, the surgeon cut the tissue and removed the reload. There was a loss of intestinal mucosa. The area that had damaged tissue was in the fourth firing position, so this area was already planned to be resected. A drain was indwelled and the procedure was completed successfully. The product problem caused tissue damage but no further injuries, and surgical time was extended by 30 minutes or less.